Event description:
Customer alleged mastitis due to their elvie pump not working correctly. Customer mentions getting clogged milk ducts and was prescribed antibiotics. Customer complaint reported from UK.